Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 (mg/dl). Customer ate a snack and drank juice to stabilize bg level. Customer declined troubleshooting and to provide any further information on the reported issue.